Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 11 cm distal to the is-1 connector pin. All fragments were received for analysis. An explantation aid was still inserted in the distal lead fragment and a threat was found bound on the distal lead fragment. It is reasonable to assume, that the lead was cut during the extraction procedure. Due to the extent of the explantation damages, the analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported high thresholds. The insulation of the segment leading from the yoke to the svc df-1 connector was found deformed and broken. However, this damage is not assumed to be the root cause for the reported high threshold. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed svc and rv shock coil, the deformed fixation helix and the approximately 16 cm prolonged distal lead fragment, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.